Manufacturer narrative:
The patient was hospitalized the same day as the event onset. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis (pd) patient experienced abdominal pain, fever and cloudy effluent. The cause of the events was not reported. The patient was hospitalized for the events. The patient was treated with boluses of voncon and briklin, (doses: 700mg/2l and 350mg/2l, frequency and duration not reported). Action with pd therapy was not reported. At the time of this report the patient remained hospitalized and the patient outcome was not reported. No additional information is available as the reporter declined to provide further information.